Event description:
It was reported that they had an additional report of a hole in one of the foley catheter balloons yesterday, they would send this one with the other foley. As per follow up information received email on 12may2025, it was reported that the balloon of the catheter was burst and all the 3 balloons had same failure. Ref # a319516am lot # ngjw3967 catheter had hole in balloon, ref # a902916, lot # ngjy1302 balloon would not deflate, and ref # a319516am lot # ngjw3967 catheter had a hole in balloon. They had provided all the 3 samples last week. Per investigator's notification received on 29sep2024, it was reported that tear present in balloon was found during sample evaluation. Lot# ngjw4614.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.